Manufacturer narrative:
Reported event: anspach emax 2 plus burr motor; hd long and burr do not lock in. Method & results: -device evaluation and results: no device inspection could be completed as the product was not available for evaluation. Complaint history review: no part number search could be completed since the lot number was not provided and the product was not returned. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time.

Event description:
Hd long and burr do not lock in. Surgical delay- =15 minutes. Case type: pka. Did the burr fall off during the case? Yes/no as per the mps: yes, the burr fell out during burring. The burr did not spin as quickly as it is supposed to; after swapping out the hd long and the issue persisting, I switched the anspach and the case continued.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Hd long and burr do not lock in. Surgical delay- =15 minutes. Case type: pka. Did the burr fall off during the case? Yes/no as per the mps: yes, the burr fell out during burring. The burr did not spin as quickly as it is supposed to; after swapping out the hd long and the issue persisting, I switched the anspach and the case continued.